Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from march 17, 2023 to march 21, 2023. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection showed residual fluid in the device bladder. Based on the photographs, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The device has been filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.